Manufacturer narrative:
Pump received with unresponsive keypad at the right arrow button. Pump was received with vertical lines on the display. Unable to perform the displacement test and self test due to unresponsive keypad. Pump was cut open to perform visual inspection and found corroded keypad traces and moisture damage on the pcba 1. Successfully downloaded history files and traces using thump. (3) stuck button alarms were found in the pump history files or traces on (B)(6) 2024 at 11:21:02, 11:34:02 and 11:39:09. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case along the side of the battery tube and cracked select button keypad overlay. Keypad/button unresponsive/button error alarm due to corroded keypad traces. Missing segments/partial display due to moisture damage on the pcba 1. Cosmetic damage confirmed at the back of the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), keypad/button unresponsive/button error, missing segments/partial display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer reported receiving a stuck button alarm. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported an issue with the pump display. The customer was not calling back after installing new battery and monitoring pump for 2 hours or after receiving new battery cap. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.